Event description:
The biomedical engineer (bme) reported that all tiles on the central nurse's station (cns) display communication loss. The issue they are having was that the systems were losing connection to the network. This was causing the systems to restart. They will continue to cycle power. When they switch cables it will fix the issue for a time, but it will start back. When it starts back, they switch back to the original cable, and it is resolved. They used a cable tester on all of the cables in use, and they all pass. No patient harm was reported.